Event description:
It was reported that a patient underwent a cystectomy procedure on an unknown date and a fibrin sealant preparation device was used. The device tip gray bolts would not unscrew, and the user was unable to attach laparoscopic applicator. They opened a second device and biologic to a obtain functional tip. After the case, the staff could not unscrew gray bolt with pliers after many attempts, stated the gray bolts were "fused" to plastic. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No. 40+ times. Rep in room to assist and was unable to resolve. Upon discarding the device, staff and rep tried to remove open tip with pliers. It would not unscrew. Gray bolt appeared to be fused to open tip applicator. How many times have they applied the laparoscopic tip? 40+ times. Was a sales representative present during the case when the issue was experienced? Yes. Please clarify, was the product used on a patient? No, they had to open an additional vistaseal biologic, because the tip could not be removed for laparoscopic use. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. Tip lots for (B)(4): 2599119 and 2601868. Investigation summary: an evaluation of the returned product was conducted and a root cause can be assumed. The vistaseal tip, luer-loks, and adaptor were returned. There are noticeable markings on the luer-loks, which confirms that some sort of tool (pliers) was used in attempt to remove the luer-loks. After manipulating the device, one of the luer-loks was successfully unscrewed, but the other was stuck in place. It can be assumed that the user tightened the luer-loks instead of loosening them, which ultimately made them more difficult or impossible to remove. Therefore, the root cause of this product complaint is most likely tied to the staff using pliers, which lead to the "fusion" of the luer-loks to the device tip and adaptor. The first image is of the device prior to evaluation. The second image is of the device after evaluation. It is important to note that in the second image, the luer-lok on the righthand side is slightly lower than the one on the left. The luer-lok on the right is the one that was able to be unscrewed. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2601868 mfg date: mar 14, 2020 - mar 20, 2020, exp date: mar 15, 2023. Batch 2599119 mfg date: mar 8, 2020 - mar 14, 2020, exp date: mar 08, 2023. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.